Event description:
It was reported from 9 west doan that the nurse was priming a primary blood tubing set via gravity, when the bottom of the drip chamber separated, causing blood to spill out. There was a delay in blood administration while the new blood product was prepared. There was no lasting impact caused to the adult patient from the event. The nurse experienced blood exposure as the blood sprayed onto the nurse when the tubing set broke. It was later reported that there were no adverse effects to the nurse caused by the event.

Manufacturer narrative:
The customer's report that the tubing set separated and leaked was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. The separation was at the engagement of the blood filter drip chamber and tubing components. Inspection of the separated tubing end observed insufficient to no solvent traces and evidence that the tubing was not fully inserted into the outlet spigot of the drip chamber. Dimensional analysis of the separated tubing was observed to be within specification(s). The cause of the leak was due to the observed separation. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Section were requested but not provided, however the customer stated the patient was an adult.

Event description:
It was reported from (B)(6) that the rn was priming a primary blood tubing set via gravity when the bottom of the drip chamber separated, causing blood to spill out. There was a delay in blood administration while the new blood product was prepared. There was no lasting impact caused to the adult patient from the event. The nurse experienced blood exposure as the blood sprayed onto the nurse when the tubing set broke. It was later reported that there were no adverse effects to the nurse caused by the event.